Event description:
(B)(4). Menstrual cycles started to become very heavy - sometimes twice in one month - they are very frequent (every 20 - 23 days) and are debilitating. I've also gained a lot of weight around my belly area and am very bloated most days. I've started getting severe headaches and am extremely constipated.